Event description:
It was reported that a device alarmed for a system error 105. There was no patient involvement reported.

Manufacturer narrative:
Manufacturer (B)(4). Baxter has received and evaluated this device. The device evaluation found that the system error 105 was caused by a failed motor (flex). The mot assembly was replaced.